Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to observe insulin drop exit the infusion set tubing during the fill tubing process. The customer reported that the cartridge that was being used was dropped on the ground; however, there was no damage observed on the cartridge or infusion set. The customer loaded a new cartridge and successfully saw drops of insulin exit the tubing. There was no known impact to the customer's blood glucose level.